Manufacturer narrative:
(B)(4).

Event description:
On unknown date, total arch replacement was performed using a surgical graft. On (B)(6) 2011, the patient underwent treatment of a thoracic aortic aneurysm with two gore® tag® thoracic endoprostheses (proximal-tgt3115, distal-tgt3420). The proximal end of the tgt3115 was placed in the distal anastomosis of the surgical graft. The procedure was finished with no evidence of endoleak. The patient tolerated the procedure. On unknown date, it was identified that the tgt3115 was migrated distally. There was an unknown leak between the distal anastomosis and the tgt3115. An intravascular ultrasound (ivus) was performed in order to determine the origin of the leak, but it was not able to determine the exact origin of the leak.the physician reportedly stated that the exact cause of the leak was unknown. The flare (the proximal end) of the tgt3115 might have caused a damage to the surgical graft and it resulted in a leak from the surgical graft. On (B)(6) 2018, the patient underwent secondary intervention to treat the unknown leak. A conformable gore tag® thoracic endoprosthesis (B)(4) was implanted covering the distal anastomosis of the surgical graft and the proximal end of the tgt3115. A post-ballooning was performed. The unknown leak was resolved. The patient tolerated the procedure.